Event description:
The customer reported that the monitor was disconnected from the pt and a nurse placed the monitor in "standby mode." The monitor stopped working during a storm without alarming. The nurse tried to connect it on several different plugs to restore operation without any success. There was no injury to the pt.